Event description:
It was reported that the system with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noisy signals, impedance issues, loss of capture, oversensing, high pacing/defibrillation threshold and respiratory rate trend (rrt) oversensing. Rv lead was found to be fractured resulting in these observations. Additionally, patient was noted to have twiddlers syndrome. This ICD device remains in service and the rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.